Event description:
The customer reported that the system's touch screen did not work, and the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The flash of the fluoro functions board and the generator interface board was erased, the nodes were rebuilt, the calibration files were restored, and the power supply was adjusted. The system was tested and found to be working as intended and put back into service.